Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the poor coupling was not determined. Patient indicated that the recharger was replaced which resolved the poor coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. Poor coupling was reported, and the caller further stated that they were unable to charge the patient's ins as there are no coupling boxes shaded in. Prior to the report, the caller repositioned the antenna several times and turned antenna dial. It was also reported that the patient programmer (pp) continues to beep. At the time of the call, the caller used the patient programmer (pp) to connect with the ins which indicated stimulation off and ins charge read ok with less than half battery. Caller confirmed that they turned the ins off to conserve battery. Caller did not indicate that the pp was still beeping. Antenna locate (al) steps were reviewed and then caller attempted a recharge session , however this did not resolve the issue. Caller was unable to complete the al feature which was attempted twice. When al was attempted, caller indicated screen went back to normal charging session. No further patient complications were reported/ anticipated as a result of this event.